Event description:
Report received of an under-delivery. The customer indicated the event was the result of an operator error in programming the device. The pump was programmed to deliver 800mg of dopamine in 250ml at a rate of 2.9ml/hr (2.5mcg/kg/min) instead of the intended dose of 2.9mcg/kg/min (3.3ml/hr). There was no reported adverse patient effect and no medical interventions were required. Though requested, no further information was available.